Manufacturer narrative:
The device was received with the distal end coiled. The ptfe coating was found to be peeled off in several locations at 4cm proximal from the inconel connector. The ptfe adhesion test was performed using a wooden dowel in the area adjacent to the damaged ptfe sections. No peeling off or flaking occurred. The coiled distal end appeared to be the result of a prolapse of the distal j-form curling back on itself. This coiling resulted in the tip obstructing the advancement of the wire. A review of the manufacturing record for this batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is also noted that no similar complaints have been received to date for this batch number. The most probable root cause of the peeling ptfe may be attributed to contact with another device.

Event description:
Event determined to be reportable based on analysis approved in 2007: it was reported that during a percutaneous coronary interventional (pci) procedure, guide wire damage occurred. The lesion was located in the left anterior descending (lad) artery. The pt2 guide wire was advanced, however, it was unable to cross the lesion. Upon removal, the physician noted that the guide wire had "tangled like a spring". The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good". Analysis revealed peeling of the ptfe coating.